Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1932: inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H11: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that implant was removed due to peri implantitis. The implant is site 19 was loose and when doctor went to take the impression. Will replace when site heals. Noted pain and inflammation.